Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found that cable(slave side) had buckled and cracked; bending section cover had a scratch; adhesive on bending section cover had chipped; light guide connector was deformed; bending angle in up direction did not meet the standard value due to wear of angle wire; video connector had a crack and scratch; video connector case, universal cord, grip, switch 1, control unit, angulation lever, up/down and right/left angulation lever plate, light guide cover glass and video connector(slave side) had scratched; video connector case had cracked; label on light guide connector was peeled; forceps elevator lever(surgical products) had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had cable defects. The device was returned for evaluation. During the device evaluation, it was found that the adhesive part of the objective lens had peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defective items are caused by stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual ¿chapter 3 preparation and inspection 3.3 preparation and inspection of the endoscope". Olympus will continue to monitor field performance for this device.